Manufacturer narrative:
A search of the complaint database found no prior reports for loosening for both of the reported part and lot number combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pt was revised to address femoral loosening at the cement/bone interface.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This is a duplicate report of 1818910-2012-23601. This report, 1818910-2011-11020, will be rejected. 1818910-2012-23601 will be kept for investigational purposes.